Manufacturer narrative:
(B)(4). A photo of the device, provided by the user facility, gives the appearance of an unraveled guide wire.

Event description:
The customer reports when trying to remove the catheter guide; it loses its shape.another device used.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; however, the customer provided one photo of an unraveled guide wire. The report of an unraveled guide wire was confirmed by visual examination of the provided photo. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports when trying to remove the catheter guide; it loses its shape. Another device used.